Event description:
The customer reported that after pipetting an antibody screening plate on the summit the technician noticed that low sample volume was pipetted into well a8. No error was generated by the summit. No death or serious injury was associated with this incident.